Manufacturer narrative:
Additional information provided in b.5., h.2., h.6. And h.11. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
Additional information was received that the aspiration condition was unknown. The surgery was completed by changing the pak. There was no patient impact.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A pharmacist reported that probe no longer cuts after a few minutes of use during vitrectomy surgery. The surgery details were unknown. There was no information about patient impact.